Event description:
It was reported that a patient presented to the clinic on (B)(6) 2022 for a right ventricular lead explant procedure after experiencing inappropriate shocks. A chest x-ray was performed on an earlier date that had confirmed lead dislodgement. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and inappropriate shock. As received, a complete lead was returned in one piece with helix found extended and clogged with blood and tissue. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis and visual inspection of the lead found an external insulation abrasion breaching the lead sheath with intact silicone tubing beneath proximal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to the device can.